Event description:
The device was used during a thoracoscopic right upper lobectomy. Reportedly, the staples did not form properly. The surgeon resected the tissue at the application site with another device to complete the procedure. The hospital has reported no pt injury occurred.